Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Distributor noticed that all 3 hydraulic feet are automatically moving up and stabilize correctly the device but one hydraulic foot is not automatically moving up. No oil leak has been detected. The event has been discovered yesterday at the end of the surgery and there was no patient impact.

Manufacturer narrative:
It was reported that it was found that one of the foot of the immobilization system was not moving up automatically. DHR review and review of complaint history did not identify any contributory factors to the event. As the product was not return, no investigation could be performed. Therefore, the event cannot be confirmed and the root cause of the event cannot be determined.

Event description:
Distributor noticed that all 3 hydraulic feet are automatically moving up and stabilize correctly the device but one hydraulic foot is not automatically moving up. No oil leak has been detected. The event has been discovered yesterday at the end of the surgery and there was no patient impact.